Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced t-wave oversensing on the right ventricular (rv) lead following biventricular pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.